Manufacturer narrative:
A united states customer contacted the siemens customer care center to report a falsely elevated sodium patient result. Siemens headquarters support center (hsc) has concluded the investigation after reviewing the information provided by the customer and the instrument data log. Quality control replicates recovered within the customer's established range, and no issues were noted with other patient samples indicating that the instrument and sodium assay were performing acceptably. Reprocessing of the same sample yielded expected result. The cause of the event is unknown. No system malfunctions were identified. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated sodium (na) patient sample result was obtained on a dimension® exl¿ 200 system. The discordant patient result was not reported to the physician. The same patient sample was reprocessed on the same system, and a lower sodium result was obtained. The lower reprocessed sodium result was considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated patient na result.